Event description:
Pt had a treatment for symptoms of bph using the prostiva rf therapy. Approx 5 weeks later, the pt developed an urethra/rectal fistula. Further info could not be obtained from the physician, although numerous attempts were made.

Manufacturer narrative:
Device was not returned to the manufacturer, however, the treatment file was returned and evaluated. The conclusion was that the device functioned properly during the procedure. There were no errors indicating a malfunction had occurred.